Event description:
The facility reported to baxter an infusion pump with overinfusion. The event was reported to have occurred during pt infusion of magnesium sulfate. According to the hosp rep, the pump was programmed to run magnesium sulfate at 25 ml/hr. 50 ml was to run over 2 hours. Reportedly the pump was programmed correctly and verified by a second nurse. One half hour later, the nurse checked on the medication and it was completely run in. According to the reporter, the pump runs fluid at a fast drip rate despite programming. The facility rep stated there wasn't any pt injury or medical intervention as a result of the incident.